Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis was unable to confirm the reported failure. The unit was able to initialize in service shell, on the test fixture and also in normal mode on the test system. Visual inspection was done and everything looked good. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the customer encountered a repeated recoverable fault. The customer had power cycled twice but the fault returned and the touch screen showed a 281 fault. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found several 23/30 faults pointing to the left master tool manipulator (mtm) armnet wheel communication. The tse had the customer attempt a hard power cycle and reseat the blue fiber cables with no resolution. The tse then attempted further troubleshooting steps but the system faulted once again with a recoverable fault. At this time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to verify that the errors had occurred via system logs. To resolve the issue, the fse replaced the left mtm. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).